Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 02-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower storage space failed. The field service engineer (fse) replaced latch and verified working properly. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, a storage space failure occurred. Multiple attempts were made to recover the storage space; however, each attempt resulted in repeated clicking sounds upon opening the door, followed by immediate failure. The failed storage space could not be cleared. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.